Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging frequent and unexplained loss of prime with their device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/13/2013-device evaluation:the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:the complaint was not duplicated or confirmed on investigation. A review of the black box data has no history of loss of prime alarms. There was no evidence of damage to the force sensor. The pump was successfully exercised for 24 hours without alarming. The force sensor was found to be calibrated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.